Event description:
Caller reported a malfunction on the pump with a displayed malfunction code of malf 16. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump and provided pump reset information. The malfunction code did not recur after the reset, allowing the customer to continue using the pump. The customer was instructed to call back if the issue recurs and acknowledged the instructions provided.